Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery due to a bad position. No additional details were provided. Femoral and tibial components were removed and new components were implanted.